Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the subject meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on the afternoon of (B)(6) 2013. The patient claimed that approximately 1/2 hour prior to attempting to test with the subject meter she developed symptoms of "sweating, shaking, headache and nausea". The patient denied receiving medical treatment. At the time of troubleshooting, it was noted that the subject meter did not power on manually or when a test strip was inserted. It was also noted that the reporter did not have usb cable or ac adapter at the time of the call to attempt to perform a rapid charge. The alleged meter issue remained unresolved. The patient was sent out a replacement usb cable and ac adapter. Although the patient developed sign/symptoms suggestive of a serious injury, there is no evidence the alleged meter issue caused and/or contributed to this injury. The patient was symptomatic 1/2 hour prior to when the power issue reportedly started. However, this complaint is being reported because the reported issue was not resolved with troubleshooting.